Event description:
It was reported that a motor movement error was detected, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump.